Manufacturer narrative:
Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 15981889, model/catalog description: lead extension kit 25cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting enough pain relief. The patient underwent an explant procedure.